Event description:
Patient called lfs alleging that their fasttake meter would only prompt error 2. The meter would prompt the message upon insertion of the test strip. Patient described feeling high blood glucose symptoms, not feeling well and tired during the time of concern. Patient reported testing with another meter, however, no blood glucose results were provided. Patient explained that they received phone advice from a medical professional during the time of concern. The customer service representative discovered that the patient was using correct testing techniques and the test strips were in good condition. The patient was walked through re-testing and the meter prompted "error 2". The patient neither alleged harm or experienced injury or medical intervention. Based on the information supplied by patient, there is indication that the product malfunctioned or that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. Patient's meter was replaced.